Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. Reportedly, the device is being used on a patient under 2 years of age. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and failed. The reported event of intermittent audio output was confirmed. The root cause was determined to be a defective speaker. Labelling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.